Event description:
It was reported that the patient passed away due to heart failure. Premature battery depletion was observed on the device. The device could not be interrogated. There was suspicion that the device was related to the patient's cause of death.

Event description:
It was reported that the patient passed away due to heart failure. Premature battery depletion was observed on the device. There was suspicion that the device was related to the patient's cause of death.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate could not be confirmed. The device records were reviewed by abbott technical support, no anomalies were observed, and battery longevity appeared normal. The physical device was not returned; thus, further investigation into the cause of the reported event could not be performed. Based on the available evidence, the cause of the field event was unable to be determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient passed away due to heart failure. After the patient passed, the device was unable to be interrogated with inductive and rf telemetry and there were not excessive emi sources in the room. The physician suspected premature battery depletion; however, the physician also alleged the device did not cause or contribute to the patient passing away. The device remains implanted and was not approved by relatives to return for analysis.